Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit was returned to caire for an evaluation. There were no signs of damage or burning on the unit or accessories except for the cut ac power cord. The unit was plugged in for one hour, then run for hour, with no observance of any odd smells or odors. After, the uut was tested on the eclipse fts and performed with operating specifications of the unit. Finally, the unit was opened and no signs of damage, burning, or foreign matter was observed. Because the unit performed within spec, no odors were observed, and no damage was found, no further disassembly or inspection was performed.

Manufacturer narrative:
The unit has been returned to caire for an evaluation. If any new information is received, a follow-up report will be submitted.

Event description:
Caire received the below report from (B)(6): we have received a report about eclipse 5 unit with sn (B)(4). The person responsible for medical device reporting at a care facility reported a scorched odour from the device. This was noticed while the device was connected to a mains power socket. When disconnected, it was discovered that the plug and a part of the cable were scorched. The care facility called out an electrician to test the socket to check whether that was where the problem lay [and found no fault]. No harm came to anyone as a result of this incident.